Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
Unit not operating on alternating current. There was no patient involvement.

Event description:
Unit not operating on alternating current. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 04sep2019. Date of report: 05sep2019. The manufacturer's service technician confirmed the power issue. The technician replaced the power supply to address this issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.